Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a time/date issue. The patient had a blood glucose of 48 mg/dl with tremulus (unsteadness when walking/standing). Customer support advised the patient to discontinue pump use. This complaint is being reported because the time/date issue was not resolved and the patient experienced hypoglycemia.